Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("abundant bleedings"), abdominal pain upper ("stomach pain"), feeling abnormal ("felt terrible"), swelling ("swelled"), back pain ("lumbar pain"), headache ("headache"), pruritus ("constant itching") and menstruation irregular ("menstrual period irregular") in a female patient who had essure inserted. The patient's medical history included parity (B)(6). In 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and medically significant), abdominal pain upper (seriousness criterion hospitalization), feeling abnormal (seriousness criterion hospitalization), swelling (seriousness criterion hospitalization), back pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), pruritus (seriousness criterion hospitalization) and menstruation irregular (seriousness criterion hospitalization). At the time of the report, the genital haemorrhage, abdominal pain upper, feeling abnormal, swelling, back pain, headache, pruritus and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, feeling abnormal, genital haemorrhage, headache, menstruation irregular, pruritus and swelling with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.